Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 10mm length (ct3110) and one unk abutment screw were returned for investigation. Visual evaluation of the as returned product identified signs of use with stripped screw hex identified. Internal implant threads could not be inspected as the screw could not be removed. Some damage to abutment, most likely from removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing condition was unknown. The implant was placed on tooth site #10 (universal) for approximately 1 year 4 months. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot: (63641728) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. DHR review for unk abutment screw could not be performed since item/lot number information was not available. Complaint history review by lot number: (63641728) was performed for similar events and no other similar complaint was identified. A complaint history review for unk abutment screw could not be performed without item/lot information. Based on the available information, screw malfunction (damaged drive feature) did occur and the reported event was confirmed, however, device malfunction for implant (internal threads) could not be verified without visual/functional evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
The following sections have been updated: b4: date of this report. D10: concomitant medical products. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the abutment screw stripped & internal implant threads. Implant # 10 was removed. Additional appointments / implant re-placement: not indicated. As a result of the event no injury to the patient was reported.